Event description:
During service the field service engineer reported a crossover circuit fault. No patient involvement.

Manufacturer narrative:
Conclusion / root cause: this single station solenoid was tested and no failures were identified. The crossover circuit test failed was not duplicated. This report is being submitted as part of the remediation for (B)(4).